Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. A manufacturing CAPA is in place to address the reported failure mode.

Event description:
The caller reported they were not able to suction the patient using an 8 french suction catheter. The caller stated that the patient is ventilated 24 hours per day. The patient has very thick and tenacious secretions that totally occlude her tracheostomy tube. When this happened, the patient became very anxious, the spo2 dropped dramatically and the pulse rate became very rapid. The patient required immediate suctioning but they could not pass the suction catheter. Attempts to bag the patient with 100% o2 were not effective. The tracheostomy tube was removed and another tube was inserted. After the tube was reinserted, the patient required suctioning and then bagging with 100% o2 for a prolonged period of time prior to being returned to the ventilator. Eventually, the patient returned to their normal status. The caller also stated that she is aware that a 6 french catheter should be used for this size tracheostomy tube but that they have been using a size 8 for 2 years without any issues until recently.